Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the insertable cardiac monitor revealed that the device was not sensing. The device was reprogrammed to address the failure to sense, although it did not resolve the issue. It was determined that the device was not in a good position, and device revision was discussed but did not occur. The patient was in stable condition throughout.